Event description:
It was reported that, "the box was opened and the sterile packaging has a hole in the package.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be submitted on a supplemental report.